Event description:
During review of event history log it was determined that a repeating pattern of "air-in-line" alarms suggests that the device was falsely alarming for "air-in-line". The occurrences suggest a device malfunction. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. Eval found the upstream sensor had low fluid numbers. Low fluid numbers can make the device more sensitive to "air-in-line" alarms. It was determined that the upstream sensor caused the "false air-in-line" alarms and has been replaced.